Event description:
Complainant alleged that while attempting to perform a cardioversion on a pt (age and gender unk), the device inappropriately shut down after several 200 joule discharges, when the shock button was pressed, the device then restarted itself. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.